Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative. Investigation / results product evaluation: one full osseotite xp® implant 4/5 x 10mm, fos4510 was returned for investigation. Implant identified fractured at middle threads with connection sheared off. Visual inspection of the product identified bone/tissue attached to the implant external threads. No pre-existing conditions were noted on the complaint. Bone density type ii. The reported device was located on tooth site 36 (fdi) when the event occurred. The implant was in use for 11 years and 10 months. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h - july 2021 / biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: 'precautions' 'breakage' 'warning' per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. Documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: 'precautions' 'breakage' 'warning' per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR review: uniht DHR review could not be performed as the lot number associated with the reported uniht is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: fos4510 complaint history review was performed for the reported lot number (817360) for similar event (complaint category keywords: fracture implant) and revealed no existing non-conformances/CAPA /hhe/d/ie/product holds for the reported product. Post market trend review: february post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture implant/screw) and devices. Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed by inspection and evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the implant fractured.

Manufacturer narrative:
(B)(4).